Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation(s): the instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface. The wire insulation was not damaged and the instrument passed the electrical continuity test. Common causes of broken instrument conductor wire - bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.